Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) /2020. The patient developed a skin reaction and was evaluated by a healthcare personnel (hcp) and instructed to apply cortisone cream. No additional patient or event information is available.